Event description:
A venaseal closure system was used for treatment of a patient. The IFU was followed. It was reported the patient developed a possible sensitivity issue post operatively. The patient is reported to have developed post procedural phlebitis of the entire leg 8 days after the procedure. Patient attended two additional visits and received treatment with rivaroxiban and co-amoxiclav as preventative measures and was also advised to take paracetamol and to apply topical nsaid. The patient was reviewed by the consultant on 15th and 24th of april and the notes indicate that the condition is now greatly improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.